Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be exhibiting premature battery depletion. Technical services reviewed the available device data in the remote monitoring system and confirmed the device was depleting prematurely due to an abnormal increase in power consumption. Device replacement was recommended; however, for an accurate replacement interval, technical services recommended having the patient preform a new download in latitude, as the available data was from november 2021. No adverse patient effects were reported. The device remains implanted and in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be exhibiting premature battery depletion. Technical services reviewed the available device data in the remote monitoring system and confirmed the device was depleting prematurely due to an abnormal increase in power consumption. Device replacement was recommended; however, for an accurate replacement interval, technical services recommended having the patient preform a new download in latitude, as the available data was from (B)(6) 2021. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced about three weeks later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis but has not been received yet.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.